Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; aggrav incont; psych. Nonsurgical treatments: the patient was treated with pain medication: opiate for the treatment of: pain relief. Treatment duration: 5 years. The patient was treated with incontinence medication: bladder control tablets for the treatment of: bladder control. Treatment duration: 5 years. The patient was treated with psychological medication: desvenlafaxine for the treatment of: anxiety. Treatment duration: 5 years.

Manufacturer narrative:
Additional information to blocks: d1 (brand name): obtryx ii system halo; d4 (model number): m0068505110; d4 (lot number): 0000037484; g1 (MFR site information): MFR site facility name: freudenberg medical mis inc; MFR site address 1: 2301 centennial boulevard; MFR site city: jeffersonvillee; MFR site state: in; MFR site zip/post code: 47130; MFR site country: united states. Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Block h6: patient codes e2330, e1405 and e0206 capture the reportable events of pain (back pain, vaginal pain, pelvic pain, groin pain, perineal pain, anal pain, thigh pain), dyspareunia (painful intercourse, inability to have intercourse), and unspecified mental, emotional or behavioral problem (psychiatric injury). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a mid-urethral sling and cystoscopy procedure performed on (B)(6) 2016, for the treatment of stress urinary incontinence. The patient experienced complications and nonsurgical treatment. As reported by the patient's attorney, the patient experienced back pain, vaginal pain, pelvic pain, groin pain, perineal pain, anal pain, thigh pain, pain during intercourse, inability to have intercourse, difficulty in having bowel movements, incontinence, recurrent incontinence, aggravated incontinence, and psychiatric injury. Nonsurgical treatments: the patient was treated with an opiate for pain relief. She was also treated with bladder control tablets for incontinence. Additionally, the patient was also treated with psychological medication, desvenlafaxine, for the treatment of anxiety. The treatment duration for these medications was 5 years.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; aggrav incont; psych. Nonsurgical treatments: the patient was treated with pain medication: opiate for the treatment of: pain reflief. Treatment duration: 5 years. The patient was treated with incontinence medication: bladder control tablets for the treatment of: bladder control. Treatment duration: 5years. The patient was treated with psychological medication: desvenlafaxine for the treatment of: aniety. Treatment duration: 5years.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.